Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer stated reason for return which was that the programmer was not powering up and it was attributed to the power supply being defective and it was therefore replaced. Additionally the touch screen was calibrated, new software was installed and the device cleaned. It then passed its electrical safety test as well as all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer did not power up. The programmer was returned for service. No patient complications have been reported as a result of this event.